Manufacturer narrative:
The customer reported that discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument after the water purification module (wpm) maintenance was improperly performed. Siemens reviewed the error log files and determined that the wpm resistivity recovered less than set point. With siemens assistance, the customer determined that they incorrectly replaced the progard filter in the qgard filter location during the routine wpm maintenance. As per siemens' instructions the customer properly replaced the wpm filters, performed an empty and fill of the water tank, and ran quality control and precision tests, which recovered acceptably. Siemens further investigated the issue and determined that the cause of the discordant co2 results is due to operator error with the incorrect replacement of progard filter during the routine wpm maintenance. The resulting poor water quality caused falsely elevated co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument after the water purification module (wpm) maintenance was improperly performed. The falsely elevated co2 results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, generating lower results for co2. The repeat results were reported as the correct results to the physician(s). The samples were repeated after the customer performed the wpm maintenance correctly and the results after maintenance was performed recovered lower than the initial results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.